Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding/abnormal bleeding (general)"), menorrhagia ("prolonged abnormal menses,abnormal bleeding menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pelvic pain/pain") in a 21-year-old female patient who had essure (ess205) (batch no. 12265591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test .". The patient's past medical history included ovarian cyst and uterine fibroid. Denied any smoking, alcohol drinking or drug abuse. Concurrent conditions included coronary artery disease, sore throat, depression, anemia, vomited and menometrorrhagia. Concomitant products included zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced weight increased ("weight fluctuation/weight gain / loss specify which one: weight gain"), nausea ("nausea/nausea") and allergy to metals ("nickel allergy/nickel allergyn during another surgery doctor tried to implant nickel in my knee but my body would not take it"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain,dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2006, the patient experienced fatigue ("fatigue/fatigue"). In 2006, the patient experienced the first episode of rash ("rashe/rash or skin condition"). On (B)(6) 2006, the patient experienced the second episode of rash ("rashes"). On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced alopecia ("hair loss/hair loss"). In 2007, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infection"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain"), skin disorder ("skin condition"), dry skin ("rashes or skin conditions type: dry skin"), bladder disorder ("bladder or urinary problems or changes") and dysuria ("bladder or urinary problems or changes"). The patient was treated with drospirenone w/ethinylestradiol (yasmin). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, headache, alopecia, dysgeusia, the last episode of rash, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased, nausea, allergy to metals, abdominal pain upper, uterine pain, skin disorder, dry skin, bladder disorder and dysuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of rash and the second episode of rash to be related to essure (ess205). The reporter commented: plaintiff currently planning for essure removal. Concerning the injuries reported in this case, the following one were reported via medical records pelvic inflammatory disease and confirming events headache, migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding/abnormal bleeding (general)"), menorrhagia ("prolonged abnormal menses,abnormal bleeding menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pelvic pain/pain") in a 21-year-old female patient who had essure (ess205) (batch no. 12265591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test ." The patient's medical history included ovarian cyst, uterine fibroid and fibroadenoma. Denied any smoking, alcohol drinking or drug abuse. Concurrent conditions included coronary artery disease, sore throat, depression, anemia, vomited and menometrorrhagia. Concomitant products included zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient was found to have weight increased ("weight fluctuation/weight gain / loss specify which one: weight gain") and experienced nausea ("nausea/nausea") and allergy to metals ("nickel allergy/nickel allergy during another surgery doctor tried to implant nickel in my knee but my body would not take it"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain,dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2006, the patient experienced fatigue ("fatigue/fatigue"). In 2006, the patient experienced the first episode of rash ("rash/rash or skin condition"). On (B)(6) 2006, the patient experienced the second episode of rash ("rashes"). On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infection"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain"), skin disorder ("skin condition"), dry skin ("rashes or skin conditions type: dry skin"), bladder disorder ("bladder or urinary problems or changes"), dysuria ("bladder or urinary problems or changes") and urinary tract infection ("bladder or urinary problems or changes: uti"). The patient was treated with allopurinol (elavil), drospirenone;ethinylestradiol (yasmin), ferrous sulfate (ferrous sulphate) and ablation on (B)(6) 2007. Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, headache, alopecia, dysgeusia, the last episode of rash, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased, nausea, allergy to metals, abdominal pain upper, uterine pain, skin disorder, dry skin, bladder disorder, dysuria and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, skin disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of rash and the second episode of rash to be related to essure (ess205). The reporter commented: plaintiff currently planning for essure removal. Concerning the injuries reported in this case, the following one were reported via medical records pelvic inflammatory disease and confirming events headache, migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " uti" was added. Concomitant and treatment drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding"), menorrhagia ("prolonged abnormal menses,abnormal bleeding menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (ess205) (batch no. 12265591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test .". Concomitant products included zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced weight fluctuation ("weight fluctuation"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain,dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient experienced fatigue ("fatigue"). On (B)(6) 2006, the patient experienced the first episode of rash ("rashes"). On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infection"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain"), the second episode of rash ("rashe") and skin disorder ("skin condition"). The patient was treated with drospirenone w/ethinylestradiol (yasmin). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, headache, alopecia, dysgeusia, pruritus, vaginal discharge, vaginal infection, fatigue, weight fluctuation, nausea, allergy to metals, abdominal pain upper, uterine pain, the last episode of rash and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of rash and the second episode of rash to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Event vaginal bleeding, nausea, nickel allergy, stomach pain, uterus pain, device monitoring error are added. Lot number added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding"), menorrhagia ("prolonged abnormal menses,abnormal bleeding menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pelvic pain") in a 21-year-old female patient who had essure (ess205) (batch no. 12265591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test .". The patient's past medical history included ovarian cyst and uterine fibroid. Denied any smoking, alcohol drinking or drug abuse. Concurrent conditions included coronary artery disease, sore throat, depression, anemia, vomited and menometrorrhagia. Concomitant products included zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced weight fluctuation ("weight fluctuation"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain,dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headahces"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient experienced fatigue ("fatigue"). On (B)(6) 2006, the patient experienced the first episode of rash ("rashes"). On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infection"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain"), the second episode of rash ("rashe") and skin disorder ("skin condition"). The patient was treated with drospirenone w/ethinylestradiol (yasmin). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, headache, alopecia, dysgeusia, pruritus, vaginal discharge, vaginal infection, fatigue, weight fluctuation, nausea, allergy to metals, abdominal pain upper, uterine pain, the last episode of rash and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of rash and the second episode of rash to be related to essure (ess205). Concerning the injuries reported in this case, the following one were reported via medical records pelvic inflammatory disease and confirming events headache, migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding/abnormal bleeding (general)"), menorrhagia ("prolonged abnormal menses,abnormal bleeding menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pelvic pain/pain") in a 21-year-old female patient who had essure (ess205) (batch no. 12265591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test .". The patient's past medical history included ovarian cyst and uterine fibroid. Denied any smoking, alcohol drinking or drug abuse. Concurrent conditions included coronary artery disease, sore throat, depression, anemia, vomited and menometrorrhagia. Concomitant products included zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced weight increased ("weight fluctuation/weight gain / loss specify which one: weight gain"), nausea ("nausea/nausea") and allergy to metals ("nickel allergy/nickel allergyn during another surgery doctor tried to implant nickel in my knee but my body would not take it"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain,dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headahces"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2006, the patient experienced fatigue ("fatigue/fatigue"). In 2006, the patient experienced the first episode of rash ("rashe/rash or skin condition"). On (B)(6) 2006, the patient experienced the second episode of rash ("rashes"). On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced alopecia ("hair loss/hair loss"). In 2007, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), vaginal infection ("vaginal infection"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain"), skin disorder ("skin condition"), dry skin ("rashes or skin conditions type: dry skin") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with drospirenone w/ethinylestradiol (yasmin). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, headache, alopecia, dysgeusia, the last episode of rash, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased, nausea, allergy to metals, abdominal pain upper, uterine pain, skin disorder, dry skin and bladder disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of rash and the second episode of rash to be related to essure (ess205). The reporter commented: plaintiff currently planning for essure removal. Concerning the injuries reported in this case, the following one were reported via medical records pelvic inflammatory disease and confirming events headache, migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Rashes or skin conditions type: dry skin, bladder or urinary problems orchanges, weight gain / loss specify which one: weight gain was updated with weight fluctuation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.